Manufacturer narrative:
Insulin pump was received with missing retainer, reservoir tube o-ring missing, scratched case, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current, and active current measurements, or verify air bubble anomaly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's insertion point of the reservoir was damaged. The transparent piece was damaged. It was coming loose and the rubber ring underneath was popping out. The customer changed the infusion set but would get air bubbles in the tube every time. Customer's blood glucose level was 16.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.